Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7154849, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated as confirmed with x-ray. The patient was experiencing loss efficacy. The patient underwent leads repositioning procedure. The patient was doing well postoperatively.